Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting the patient to the patient line of a homechoice low recirculation volume apd set with cassette, the connection would not close tightly. This issue was identified during setup with patient involvement. The caregiver stated that they uncapped other cassette patient lines to identify what caused the loose connection and the caregiver saw extra plastic sticking out of the top of the patient line rim. Therapy was successfully performed with new cassettes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, six (6) photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photographs was performed with the naked eye. Visual inspection of the photographs found the patient connector has flash, or excess plastic, around the edge of the connector. The reported problem of was verified as the flash could prevent seating of the blue connector causing a connection issue. The cause of the reported condition is a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.